Event description:
Autosuture thoraport 10.5 mm, rubber piece from thoraport came off and landed in chest cavity during attempted lung biopsy. Rubber piece had to be retrieved prior to completing procedure.